Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed elevated blood glucose up to 288 mg/dl and then discovered a leaking insulin cartridge with insulin present in the cartridge chamber; after changing supplies, glucose levels improved. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or assistive care. Outcomes included temporary elevated glucose for a few hours without hospitalization or long-term impairment. Investigation included complaint intake and assessment of the reported cartridge leak; device alerts related to prolonged hyperglycemia were not applicable, and no alarms were reported. Investigation of this case revealed a leaking cartridge consistent with a device component issue involving the cartridge and its sealing, with the user noting use of very old insulin and resolution after cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge leak leading to underdelivery of insulin.